Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Review of the present black box and alarm history shows no errors or alarms associated with the complaint; only typical usage was observed. The total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the specified range.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient's blood glucose (bg) has been erratic for the past six or seven days, and that on the morning of (B)(6) 2012 the patient experienced a bg of 413 mg/dl with symptoms. The reporter did not provide details as to what symptoms the patient experienced. The patient reportedly corrected via the pump and the patient's bg at the time of the call to animas customer support (cs) was reportedly 130 mg/dl. The reporter stated that the patient's healthcare provider (hcp) had been contacted, and the hcp recommended contacting animas to review the pump. Cs reviewed the pump with the reporter and found all settings and histories are correct. There was no indication of any insulin delivery issues with the pump found upon review. The patient has reportedly started birth control pills and a celiac diet, which the patient's hcp stated would not product erratic bgs. Cs advised the reporter that as there was no indication of a possible pump malfunction, the patient's hcp should be contacted again to determine the cause of the reported bg excursions. Although there was no pump malfunction found and the pump is not being returned at this time, this complaint is being reported because the patient reportedly experienced hyperglycemia while using insulin pump therapy and the cause of the alleged bg excursion could not be determined.